Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported condition. The se reseated the o-rings on the flow sensors. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.